Event description:
Allegedly, the patient was revised due to mom complications. Failed total left hip arthroplasty with aseptic loosening and vertical positioning of acetabular component. (Left).

Manufacturer narrative:
After the initial report, it was determined that loosening and mal-position should be added to the incident mode.

Manufacturer narrative:
After the initial report, it was determined that loosening and mal-position should be added to the incident mode.the device.